Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, 90% stenosed, mildly tortuous right common iliac artery. An armada 35 was advanced to the lesion. During the first inflation to 10 atmospheres, the balloon ruptured. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another device was used to complete procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. There was no report of leaks noted during preparation for use, suggesting that the balloon was not damaged prior to the procedure. Based on the information provided, the reported balloon rupture was likely due to case circumstances. It is likely that the balloon rupture occurred due to interaction with lesion calcification or the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.